Event description:
It was reported that the patient had small bumps rise and had scab up in some cases. It was also reported that the patient had pain at the bra line. The physician believed that this was not device related however it was procedure related and it may be a reaction to narcotics used during the surgery. There was no medical treatment prescribed and the rash begun to fade.